Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  The customer also did not return the defibrillation therapy cable with the device for testing.  Physio replaced the therapy connector assembly as a precaution and then proper device operation was observed through functional and performance testing before the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was giving a "connect cable" message when attempting to charge defibrillation energy.  Without the completion of the defibrillation charge, the device would be unable to deliver defibrillation energy to a patient, if needed. There was no report of any patient use associated with the reported issue.